Event description:
It was reported by the customer that the tubing broke where the hard and soft plastic meet near clave. Line had been accessed for 6 days.  There was no reported patient harm. No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation.